Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a sapien 3 ultra resilia valve, the balloon ruptured as the valve was being fully deployed right at end of the implanter giving all the required cc's for the 23mm resilia which was 17cc in a 25 atrion. The patient did fine. They brought delivery system out of the body and went up with a 22mm true balloon and post dilated and the post gradient was 4 mmhg. Per the fcs, the patient's degree of calcium in the annulus/leaflets was mild. The speed of inflation was slow. There was no withdrawal difficulties and there was no patient injury or complication.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Evaluation of the returned balloon confirmed the balloon was burst longitudinally. Per imagery provided, there was the presence of calcification observed in the patient anatomy. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst was confirmed based on evaluation of the returned product. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, ''balloon ruptured as the valve was being fully deployed'' and that ''the patient's degree of calcium in the annulus/leaflets was mild''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.